Event description:
The customer stated that the cell-dyn sapphire analyzer has been generating short sample errors. The aspiration bottom sensor has been replaced in order to resolve the issue. No impact to patient management was reported.

Event description:
It was reported that during a laparoscopic procedure, error messages were displayed. One of the messages was "double output power" (B)(4). The other one was "stop output power" (B)(4). Although the device was not activated with the hand switch, the foot switch functioned. The main unit was erbe. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The red pin was not returned with the device. It was tested for continuity and was found to be conforming. No conclusion could be reached based on the analysis results as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.